Event description:
It was reported that during a laparoscopic chole procedure, the device reload fell apart intra-abdominally. Had to x-ray to make sure pieces were not left intra-abdominally. Case completed with another device of the same product code.